Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, ¿inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device.¿

Event description:
It was reported patient underwent kidner procedure on an unknown side on (B)(6) 2015. During the procedure, the anchor was inserted into the bone and pulled out when surgeon was setting the anchor. This happened with both anchors used and was the same lot number. A competitor anchor was used to complete the procedure. No further information has been provided.